Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil labeled sxpp2b405 (product code) with lot number 106c52 and expiration date 2027-01-31. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During the procedure, suture stratafix detached from swage while suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? In this case, there were not any unexpected outcomes or complications from prolonged surgery time. 2. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Due to prolonged surgery time leading to long time on tourniquet which effect the blood supply of patients. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications to the patient as a result of the tourniquet which effect the blood supply? Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. Please inform the patient¿s current health status and condition. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Additional h11: sfx spi pds+ bi vio 14in2 usp1 d/a ctx - sxpp2b405 (lot: 106c52) (sxpp2b405): unknown sfx spi pds+ bi vio 14in2 usp1 d/a ctx - sxpp2b405 (lot: 106c52) (sxpp2b405): lot/batch number: 106c52 list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No was there a significant delay? Yes how long was the delay (minutes)? 5 if available, provide the product order number (po). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.